Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device will not power on. There was no reported patient involvement.

Manufacturer narrative:
The processor pca will be replaced, the device will undergo all performance assurance testing and will be returned to the customer.

Event description:
It was reported to philips that the device will not power on after software was loaded onto the device. There was no reported patient involvement.